Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had no capture even at maximum outputs. It was further reported that there was a small pericardial effusion, there were elevated thresholds, and the lead appeared to be migrating. The patient is part of the (B)(4) study. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead had no capture even at maximum outputs. The patient is part of the surescan pas study. The lead was explanted and replaced. No patient complications have been reported as a result of this event.